Event description:
A cracked and shattered touchscreen was reported, and the customer was unable to interact with the pump due to the unresponsive touchscreen. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support arranged for a replacement pump to be sent with updated software, and the customer was informed about the available training in their tandem source account. The customer was instructed on putting the pump into storage mode and returning it via ups using a provided return box and prepaid label. The customer understood and acknowledged these instructions.